Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, there was placement difficulty of the right atrial lead. It had poor (unstable) threshold and poor sensing. When the lead was removed, the helix was noted to be bent and there was tissue on the helix. Another lead was implanted. No patient complications have been reported as a result of this event.